Event description:
The customer reported the entire length of the IV tubing contained air and the pump did not alarm for air in line. A secondary infusion of an electrolyte solution was intended to be infusing, however the primary infusion was dripping instead of the secondary. Reportedly, the primary bag ran dry and the secondary electrolyte bag was still full. The pt developed a horizontal nystagmus and was unresponsive, and required immediate intubation.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.